Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that patient  stated the communicator was not connecting to the pump. While on the call,  patient was able to switch communicators and request/receive bolus. The patient stated they has been sitting there in tears and in terrible pain because they missed 2 bolus times .patient also stated they also have a communicator serial number (B)(4). This one disappeared about 3 weeks after surgery and patient ordered another one and this one showed up in their drawer. When asked dose and concentration patient stated fentanyl 1000mcg/ml 230mcg per day 130mcg with 5 bolus at 20 mcg each. Patient services had patient turn off  wifi and turn on location. Patient was able to switch communicators, connect to pump request/receive bolus. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the patient called to obtain because they are having too many issues. The patient stated they have an error code that comes up all the time but could not provide exact error code saying it said "interruption" or something. The patient stated handset had what looked like a do not disturb or no smoking sign on top left of screen. The patient stated they have had people tampering with their medication because one day they will be locked out for 3h 55m, the next day 9hrs, then 12hrs, then 4 hours and the next day 2 hour. The patient stated since the last time they called someone at medtronic, they must have changed something because they don't have long lockouts anymore. Patient stated they understand but have family in intelligence and know they can change it. The patient stated they also want a new handset because someone 'claiming to be a company representative from medtronic handed them handset at time of implant but they cannot confirm source of equipment, and it cannot be verified if it came from m edtronic. Patient mentioned half the time the medication doesn't work because they can feel the medication going into their back. Patient services reviewed pump vs handset functionality and redirected patient to healthcare provider (hcp) for medical concerns. Patient escalated stating they have already spoken with hcp several times, they have gone to the fbi who had turned them away, and now since patient services will not send new handset they are going to the media and stated they have been recording conversation. During call, patient also mentioned several past surgeries on back and knees. Additional information was received from the patient who stated that she had already called a ton of times regarding the equipment. She stated that she¿s trying to connect them but it¿s not working. She stated that she was getting ¿no pump found¿ and the communicator was plugged in. During the call the patient unplugged the communicator which resolved the issue. She stated that she had never been told this. She wanted all new equipment, but the patient services representative told her last time she called in that she wouldn¿t be getting new equipment. She stated that ¿half the time I¿m not getting my medication delivered to me, I can always tell a difference and it¿s only working 2-3x/day¿. During the call, the equipment was connected and functioning as designed. Additional information was received that the patient stated "I have a device that is being tampered with". They had "been turned away from the sheriffs depart twice, turned away from the state's department twice, the state trooper sorry". They had been "turned away from the states attorney's office, the governor's office and the fbi twice. So they were not supposed to be turned away for reporting a federal offence because they were not getting their medication half the time. They were getting a continual drip. They were not getting their bolus's". They stated "when you look at my device, k, I have already done a little research on line, first of all the company is not secured by a security company called knox and also on the back on my device my serial number is so small you have to get a magnifying glass to even see the number". The patient confirmed they were referring to the handset. The patient stated when she called last time she was "blatantly told no, the agent was not going to send out a new device, so if I am calling you guys r epeatedly, complaining about my devices, the next step would be to send a new device. It was reviewed per the call notes, the patient was able to connect to the pump and was able to request/deliver the bolus. The patient stated that was correct however, "what I am trying to tell you is I believe this device is being tampered with." Then stated "you know what, just forget it because I am going to take this up with the fbi and they will just download all the information off of it. Please make sure all is documented. " additional information was received from a patient who reported that even though their healthcare provider (hcp) had removed her ability to bolus, she wasstill getting hacked not allowing her pump to work properly. The patient stated they were still messing with her continuous flow, turning it off or slowing it down, causing her severe withdrawal and severe pain. The patient stated the hcp and the company representative (rep) have looked at all the diagnostics and they said everything was correct and there was also no volume discrepancy at her fill. The patient stated she was still having issues and there was no change in pain relief. The patient mentioned she would be going to their hcp next week for her fill. It was also reported that the patient's pump was dripping down. It had gotten to the point where she can't get out of bed and wanted to die.